Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. The valve was partially crimped along the full length. All leaflets were flexible and intact. All commissures were intact. Conclusion: there were no allegations against the valve. Analysis confirmed a normal valve. The physician reported the event was related to implant technique and not a device issue. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Implant/explant date and patient information added.

Event description:
Medtronic received information that during the implant of this pulmonary transcatheter bioprosthetic valve, after removal of the sheath, valve repositioning was attempted however, the valve dislodged. A small incision was made and the valve was successfully explanted. There were no adverse patient effects reported. It was reported that the event was related to implant technique and not a device issue. The patient came back three weeks later, and a new pulmonary transcatheter bioprosthetic valve was successfully implanted with no adverse effects.